Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: investigation summary: the device history record statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: performed service and repair functions. Reviewed service history. Attached box label, and electrical safety. Replaced worn fingers on complete pressure adjusters with tip replacement kits. The unit passed all diagnostic tests, functional tests, and is fully operational. Device history record: this device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service and repair functions as per (B)(4). Reviewed service history. Attach box label, dhs-sav001-fms, and electrical safety. Per (B)(4), replaced worn fingers on complete pressure adjusters with tip replacement kits. The unit passed all diagnostic tests, functional tests, and is fully operational. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the fms duo+ pump/shaver combo would not stop infusing fluids. The procedure was completed with a second device. There was no patient harm or surgical delay.